Manufacturer narrative:
Checking the manufacturing charts, no pre-existing anomaly was discovered in the items belonging to the same product codes and lot numbers as those of the components involved in this event. The manufacturer will submit a final MDR as soon as the investigation is complete.

Event description:
Patient developed an infection post on (B)(6) 2022 hip surgery and had a surgical washout procedure. The implant was not removed. Then on (B)(6) 2022, the patient presented with pain and x-rays show that the screw fixation failed and the implant is disassociated from the acetabulum. The correct date of the revision surgery is currently unknown. According to the information provided, the components involved in this event are the following: bone screw ø6,5 h.30mm (part code: 8420.15.030, lot number: 2114144, sterilization: 2100225) bone screw ø6,5 h.35mm (part code: 8420.15.040, lot number: 2114894, sterilization: 2100236) bone screw ø6,5 h.50mm (part code: 8420.15.070, lot number: 2105840, sterilization: 2100171) bone screw ø6,5 h.60mm (part code: 8420.15.090, lot number: 2023272 / 1805396, sterilization: 2100057 / 1800136). The patient is a female, date of birth on (B)(6) 1957. The event happened in the united states.